Event description:
Dr reported unwanted output from unit. Conditions were: aspen return monitor (dual dispersive electrode) connected to the pt, dr having rubber gloves on and not touching the table, and the dr was using monopolar hand-trol. The dr reported that the unit produced an output from the hand-trol plus without being activated by the dr and the output burned his shirt. There was no injury. The pencil was not saved.